Event description:
The doctor reports that the pt was wearing avaira sphere -2.75 (ou) and started having problems (B)(6) 2011. The symptoms were hazy vision, corneal staining and scarring. The doctor gave the pt an antibiotic combo and changed the cleaning system. The doctor did not have lot numbers and did not provide pt information. This is being filed as corneal staining and scarring.

Manufacturer narrative:
This is being filed as corneal staining and scarring. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date, there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.